Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was attempting to fill the cartridge with 250 units of insulin. After 150 units had been filled, insulin was noted to be leaking from the fill septum. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.